Event description:
It was reported that during a da vinci s hysterectomy procedure, the surgical staff noticed that the axial part for opening and closing of the prograsp forceps instrument broke off and fell into the patient. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. The distal clevis pin of the instrument was found to be dislodged, allowing looseness of the grip tips. In addition, the grip cable was found to be loose and derailed at the distal pulley. Engineering evaluation also found the instrument clamping pulley with corrosion and damage. Engineering evaluation concluded that the damage was likely due to mishandling in cleaning. The instruments and accessories user manual specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. On (B)(4) 2013, intuitive surgical inc. (Isi) contacted the initial reporter of this complaint and obtained additional information regarding the reported event. The initial reporter indicated that the prograsp forceps instrument was inspected prior to use. The initial reporter denied that the instrument collided with any other instruments during the surgical procedure. The instrument fragment that fell into the patient was retrieved using a forceps instrument used in conjunction with the da vinci s system. The initial reporter also indicated that the patient recovered as planned and was in good condition. The initial reporter denied that any post-op tests or secondary surgical procedures were performed as a result of the reported issue. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.